Manufacturer narrative:
Product event summary: analysis confirmed that the device locked up when interrogating an implantable device. As a result pin reconfiguration was completed and software was reloaded to resolve. Concomitant products: product ID r2067 rf (radio frequency) head.

Event description:
It was further reported the device screen would not load. The programmer was returned for repair.

Event description:
It was reported that the programmer would not interrogate an implantable cardioverter defibrillator (ICD). The company representative was to perform further troubleshooting steps. The status of the programer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).